Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd insyte" autoguard" shielded IV catheter(s) failed to retract after use, leaving the needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis. DHR review: the following assembly batch used in the final claimed product list 7222761 was analyzed: the final assembly lot: 7207933 assembled in the period from 07/31/2017 to 09/01/2017. The batch was analyzed for "needle retraction" and part activation tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. No objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to incidents in to the lot involved in this complaint were evidenced. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Since samples containing the defect claimed are not available for review, this complaint was not confirmed. In addition, there are no non-conformities or corrective maintenance in the lots involved in this complaint, which could confirm the defect claimed without presence of samples. It was not possible to confirm this complaint as being generated by manufacturing process. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.